Event description:
The supplement has the statements "fat thermogenesis, natural energy, and contains natural herbs". It is a combination of many ingredients. The rptr states the labeling on the dietary supplement is unclear. The suggested use is labeled as "take 1 or 2 tables 3 or 4 times a day". How does one know to take 1 or 2? How should tablets be spaced out during the day? Should it be taken before or after meals? Should it be taken with water or juice? Regarding the belt - the belt has given shocks when used.